Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer experienced multiple unexplained high blood glucose level events. The customer had previously called with a report that insulin did not drip out like normal from the infusion set. The blood glucose reading at the time of the past event was 111 mg/dl. The most recent blood glucose reading was 394 mg/dl, which the customer treated with a manual injection. Unable to complete troubleshooting due to lack of a tubing clamp. She complained that she had called several times for the same issues and requested replacement of the insulin pump. The customer was convinced that there was something wrong with the insulin pump. Advised that the insulin pump would be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.